Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a broken wire at the wrist. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire issue. However for clarification, there was a broken pitch cable. Based on this, the customer's alleged complaint was confirmed. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.